Event description:
An unspecified issue was reported with the abbott diabetic care (adc) device, and the customer was unable to obtain readings. As a result, customer experienced sweating and treated themselves with candy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.